Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner, scratched lcd window and a missing end cap sticker. The insulin pump had a missing segments due to a cracked zebra connector on lcd.

Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl. The caller stated that the insulin pump alarmed button error. Advised the customer that we would need to speak to parent of guardian to complete the replacement process for the insulin pump and revert to back up plan. No further information was provided.